Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the left eye in one of the consoles was out of focus. The surgeon reported that the image quality was fine after switching to the other console. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs and found a fiber related issue. The site confirmed they would attempt to power cycle the system to see if the issue cleared. The tse advised the caller to perform a hard power cycle of the vision side cart (vsc) and ensure that all fiber cables were properly seated prior to restarting. The site requested for a field service engineer (fse) to follow up. The site continued the procedure with a different surgeon side console (ssc) with no reported complications. On 17-jun-2022, isi contacted the isi clinical sales representative (csr) and obtained about the complaint: the procedure was completed as planned with a backup (ssc) without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reseated the video cables going into the personality module surgeon console (pmsc) to correct the issue. The system was tested and verified as ready for use. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by the fse. Investigation revealed the following possible related system errors: error 54 - the psc received power warning on fiber instance 1 ( psc blue fiber to core). Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a mitral valve repair surgical procedure. This complaint is classified as a reportable event due to the following conclusion: the customer converted to a backup surgeon side console (ssc) after the start of the procedure due to vision issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.